Manufacturer narrative:
Device evaluated by MFR. The device history record review was performed. Morpho-histological analysis will be performed on the valve. Method: gross examination of the device was performed on (B)(6) 2013 and it showed the presence of calcification tears on two leaflets. Device history records reviewed was completed on (B)(4) 2013 and the results confirmed the device met all material, dimensional and performance requirements at the time of MFR and release. Conclusion: this mitroflow valve was explanted after 4 years, 1 month due a reported valve stenosis. Gross examination of the valve showed a low grade of stenosis secondary to leaflet a intrinsic calcification. On leaflet a, a tear may have caused a low grade of insufficiency. The presence of intrinsic calcification, in areas where inflammatory cells were also detected, highlighted the onset of a degenerative aortic valve disease in the early stage. The presence of an inflammatory process and the initial calcification found only in leaflet a confirmed the first stage of the degeneration of the tissue valve. It is possible that the pt's clinical conditions and risk factors (hyperlipidemia hypertension obesity) may have contributed to the structural valve deterioration.

Event description:
The MFR was notified on (B)(4) 2013 of a mitroflow valve (model lxa size 21, s/n (B)(4)) that was explanted on (B)(6) 2013 after 4.1 years due to high gradient secondary to structural valve deterioration resulting. Device was explanted.